Event description:
It was reported that in (B)(6) 2010, the patient underwent cervical spine surgery on c3-c4. About six months later, patient still had unbearable pain that was affecting his job and daily activities. He had extreme neck swelling, difficulty breathing, difficulty eating, and could not sleep lying down, all of which are symptomatic of having had rh-bmp2/acs implanted in the cervical spine. On (B)(6) 2011, the patient underwent third surgery, this time implanting two long rods into patient's thoracic spine from t4-t7. After this surgery, the patient's back had 52 total staples. The patient continues to suffer from excruciating pain and inability to function in normal work or home environments. He is now on disability. His pain has increased along with suffering from depression and insomnia.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.